Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 500 mg/dl to 600 mg/dl which was treated with insulin pump. Customer¿s blood glucose was 34 mg/dl. The customer also stated that they did not allege insulin pump was under delivering. Customer stated that insulin pump was not working and it was not pumping. Customer stated that insulin pump had no delivery alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was declined to troubleshoot for low battery. The insulin pump will be returned for analysis.